Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appeared to be crack at the y-site when they connect a syringe or IV tubing to this port. Powerloc was accessed on (B)(6) 2019 and cracked on (B)(6) 2019. Infused was altepase, cefepime, dexamethasone, furosemide, iopamidol, magnesium, metoprolol, potassium chloride, potassium phosphorus, vancomycin, sodium chloride, ondansetron, sodium bicarb.